Event description:
"Caller alleged discrepant results compared with the lab.

Manufacturer narrative:
Time of testing between inratio and reference are not indicated. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Functional testing is not required at this time, but meter will be tested when it is returned. According to product summary at time complaint was received, product is expected to return.